Event description:
Additional information stated the weekend prior to report, the patient noticed a swollen spot on his spine where the leads were and the spot was really sore. It was reported the patient had a black spot just to the left of his scar. It was also reported the patient had their device interrogated a month prior to report to check the battery and the patient was scheduled to meet with their doctor the (B)(6) after report. The patient stated he could feel stimulation and the device was working for pain coverage. It was also reported the patient put a pain patch over the black sore and it started to feel better. The patient was redirected to their healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ¿hand would swell up and go back down.¿ it was reported one of those leads on the spine is ¿loose or something up in there because it just started swelling.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the patient¿s arm would shake when it vibrated. It was noted the new device ¿did not seem to work as well.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) vibrated audibly when stimulation was turned on. The patient reportedly felt the vibrating sensation around his back which "made his arm jump". It was stated that the event first occurred "about 2 weeks" prior to this report when the patient was flipping a chair. It was noted that this had reoccurred 3 to 4 more times while the patient was awake and that it was observed another 3 to 4 times while the patient was asleep. The patient's arm reportedly was physically moving during these episodes. It was stated that the stimulation was currently on and working, but the vibrating sensation occurred "intermittently." It was noted that the patient was concerned that the "satellite was coupling onto his system causing this issue." It was stated that "everytime" the vibration sensation occurred, the patient's arms became red and itchy. It was noted that the last episode lasted "about 30 seconds" and felt like a "cell phone vibrating." It was reported that the patient had "multiple problems" since he received the new batteries, but stated that they "worked." The caller was redirected to the patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3887-28, lot# j0220118v, implanted: (B)(6) 2002, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3550-09, lot# la0637, implanted: (B)(6) 2002, product type: accessory. (B)(4).